Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised that the reported phenomenon was attributed to the printed circuit board failure of the subject device. Since there is no multiplicity, it might have been occurred due to accidental failure. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. It was also found the printed circuit board failure of the subject device which might have caused the reported phenomenon. There was no patient injury associated with this report.